Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Previously submitted MDR incorrectly identified the software version and omitted the lot number of the software product. This report is being submitted to correct this information. Previously submitted MDR omitted the manufacture date of the suspect medical device. This report is being submitted to correct this information.

Event description:
It was discovered that this report is a duplicate of MFR. Report # 1644487-2013-03118.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2010 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2010 did not show any diagnostics. The settings were not corrected on (B)(6) 2010. No patient adverse events were reported.

Manufacturer narrative:
This MFR report is a duplicate of MFR report # 1644487-2013-03118.